Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported recently having an insulin reaction which caused her to have a blood glucose level between 18 and 20 mg/dl. Customer was assisted by her daughter who is a paramedic. Customer reported being coherent, but conscious during the low event. Blood glucose level at the time of the call was not provided. No further information was provided.